Manufacturer narrative:
Evaluation of the incident device found the tip of the electrode was charred and slightly deformed. No components were missing from the device. Functional testing found no unusual effects. The investigation identified the root cause of the reported event to be the user applying excessive heat to the electrode. The instructions for use state the sparking and heating associated with electrosurgery can provide an ignition source. The IFU provides several recommendations to minimize fire hazard. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported a visible flame from the pencil during a right mastectomy and left modified mastectomy procedure. There were no injuries to the patient.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported a visible flame from the pencil. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.